Event description:
It was reported that the patients system was explanted. The patient never had therapeutic effect, as stimulation was not providing the majority (50%) of pain relief. The patient had lost a considerable amount of weight and had pain at the stimulator site. Impedance testing and reprogramming was performed. The device was explanted and a pump implant was scheduled. The patient¿s status was alive with no injury after the procedure and was reportedly doing well.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4) implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).